Event description:
Healthcare professional reported "breast pressure and swelling and diffuse body aches, had 450 ml seroma aspirated from the breast" and "intracapsular rupture" confirmed via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.